Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated electrical measurements and paced and sensed normally during all tests. The ipg reverted to the erp-vvi mode during testing. Internal visual examination of the ipg found the pace i.c. Had two bent bonding tabs. The cause of the phantom reprogramming was isolated to these bonding tabs.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because it exhibited phantom reprogramming from ddd mode (normal operation) with a battery status of 'good' to vvi stat I (erp) mode and the battery status still showing as 'good'. This mode switch was first observed in january of 1996 when the ipg was found in the vvi mode during a post-operative follow-up. The ipg was reprogrammed. A transtelephonic check of the ipg on 6/3/97 indicated it was functioning appropriately. The patient was seen in the office on 6/18/97 and the ipg was found in the stat I vvi pacing mode with the elective replacement past (erp) indicator set. The indicator was cleared and the ipg was reprogrammed to ddd mode. The ipg was explanted on 6/20/97.